Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer unintentionally delivered a quick bolus, and the contact requested assistance with turning the quick bolus feature off. Reportedly, the customer pressed the quick bolus button multiple times because it made a "cool" sound. Review of the bolus history showed that the customer had delivered 15 units of insulin via quick bolus delivery at 10:35 a.m. Additionally, a 1 unit bolus was delivered and 1.5 unit bolus was delivered at 9:03, 9:04, and 9:08 a.m. The customer's blood glucose level was 188 mg/dl. Tandem technical support assisted the contact in successfully adjusting the settings.